Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation noted that the right ventricular (rv) lead had high capture thresholds. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.